Event description:
It was reported that mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction with pseudotumor formation after rejuvenate femoral component due to modular neck - stem mechanism of failure.

Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.